Event description:
As reported to MFR: lp10 ventilator started low pressuring when pt traveling in wheelchair on facility grounds. Pt able to operate ambu bag while staff person ran him back to nursing unit. Bagged unit ventilator changed out. Problem: distributor, after inspection, reports machine was not cycling.